Event description:
It was reported that the atrial lead exhibited noise which could be reproduced with isometrics. Impedance measurements of less than 100 ohms were also observed in (B) (6) and (B) (6) 2009. The physician elected to switch the programmed mode to vvi and monitor the lead.